Event description:
A fuhrman pleural/pneumo pericardial drainage set (pigtail catheter) was used on infant due to right lung pneumothorax. About 40 minutes after insertion of chest tube for drainage, bubbling was noted by the nursing staff. An x-ray indicated the tip of the catheter had fragmented inside the patient's chest. The patient had to be transferred to another hospital for surgery to remove the fragments.